Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: medical intervention to treat restenosis. Device issue: none. It was reported that in 2005, a pci procedure was performed. During the pci, a dissection occurred. The 2.25x8 mm pixel stent was implanted in the mid lad to cover the dissection and the procedure was completed successfully. During the 6-month follow-up, no subjective symptoms were noted by the patient. However, in-stent restenosis (isr) was observed inside the deployed pixel stent in the mid lad. Thus, a 2.25x15 mm balloon catheter was inflated to 16 atm, twice, in order to treat the lesion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.